Event description:
It was reported that the patient received a tha in 2006. Three months later, patient started to complain of hip pain when rising from a squatting position, he felt pain of the medial hip. The following month, patient feeling pain of medial hip, but he can walk 30-40 minutes. In 2007, pain gradually abated and patient went back to work (carpenter). Two moths later, patient was unable to walk, carrying heavy things because of pain, but he can walk 60 minutes without carrying anything. It was further reported that around this time, the pain changed from medial to lateral hip. Four months later, patient still had pain of the lateral hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If it becomes available, the evaluation summary will be submitted in a supplemental report.